Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  Physio downloaded the electronic record from the event and observed that 35 seconds after the ECG analysis was completed, which resulted in a "shock advised" decision, there was a loss of connection to the patient (indicated by a "lead off" message in the patient record event log). Approx 25 second after that, the customer's device recorded a "charge removed" message in the event log.  Neither the philips-brand electrodes, nor the philips to lifepak electrode adapter were returned to physio for examination. Physio-control then examined the device's configuration and found that it is programmed to prompt the user to perform 60 seconds of CPR after a shock is advised and before allowing the shock button to be enabled and providing an audible "press shock button" voice prompt.  During this 60 seconds of "pre-shock CPR," the device will not detect the loss of connection to a patient and will not remove the defibrillator charge until the 60 second pre-shock CPR period has expired. Also with this configuration, the device does not produce a defibrillator "charging tone" and the red shock button light will not flash or illuminate.   Based on the information available, the likely cause of the reported issue appears to be due to a loss of connection to the patient through the therapy electrodes which caused the defibrillator charge to be disarmed during the 60 second pre-shock CPR period. After observing proper device operation through functional and performance testing the unit will be returned to the customer for use.

Event description:
The customer contacted physio-control to advise that they were reviewing reports from previous patient events.  During that review, they came across an event in which their device did not shock the patient when the shock button was pressed. Medical personnel advised that upon arrival the patient, a male, did not have a pulse.  The device was then connected to the patient using a philips to lifepak electrode adapter along with philips-brand therapy electrodes.  The device performed an ECG analysis of the patient's heart rhythm and provided a "shock advised" decision.  Medical personnel advised that the device's shock button was lit up and they pressed it twice, but the device did not respond.  CPR was continued and an ems crew arrived in approximately two (2) minutes with a philips device.  The backup device was then connected to the patient and used to perform another ECG analysis of the patient's heart rhythm; however, the customer advised that the backup device provided a "no shock advised" decision. The patient did not survive the event.  No further details about the patient were provided. The customer further advised that at present time their device showed ok on the readiness display.  Additionally, the philips-brand electrodes and the philips to lifepak electrode adapter was provided to the customer for use by local ems because the local ems units use philips devices.